Manufacturer narrative:
The insulin pump was received with a severely scratched display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported that the insulin pump had physical damage. Customer stated that the entire screen of the insulin pump was damaged. Troubleshooting was done. Customer's blood glucose was 116 mg/dl. Customer has no idea how the insulin pump got damaged. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.